Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other four proglide devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement with proglide devices was attempted, three proglide devices in the left common femoral artery (lcfa) and two proglide devices in the right common femoral artery (rcfa) using the preclose technique prior to an interventional procedure. A 20f sheath was used. Reportedly, the suture and knot did not capture the vessel wall. The method used to achieve hemostasis was not specified. There were no reported adverse patient sequelae and no reported clinically significant delay in the procedure. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported the device was used in a calcified common femoral artery access site. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. A femoral angiogram was not taken during the procedure. Per instructions for use: under warnings - perform a femoral angiogram to verify the location of the puncture site. (B)(4). The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported failure to deploy the suture could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report the following additional information was received: the arteriotomy was 6f. The right common femoral artery (rcfa) and left common femoral artery (lcfa) access sites were mildly calcified. A cut-down procedure was performed and hemostasis was achieved using surgical intervention in both the rcfa and lcfa access sites. No additional information was provided.